Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-no; damaged jaws, ab-no; damaged feed bar, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged tip shrouds, ab-top shroud; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, a-no. Functional tests & results: antibackup functional, ab-yes; firing: feed conform, ab-no; firing: form conform, ab-no; jaws: hold clip, ab-no; jaws: inside width at tips, a-.175 b-.170 and lockout functional, ab-yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were two instruments returned. Both of the returned instruments were rec'd with the top shrouds damaged. This type of damage to the shroud would be detected during the magnified camera inspection that takes place during the mfg process. It could not be ascertained as to how the damage to the top shrouds of the instruments occurred. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the device had a piece of the tip fall off during a case. The physician retrieved the piece and removed it, but also took pictures of the product. A new device was opened to complete the case. Rep returning both in the package, but only one was problematic. There was no consequence to the pt.